Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl), 533 mg/dl and 71 mg/dl back to back within 10 minutes on the compact plus system. Reporter staed she ate dinner about 1 hour prior to the readings and she took her normal 18 units of lantus. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.